Manufacturer narrative:
H3: the device and an open pouch were returned in a plastic sleeve-non original packaging. The pouch was open from 3 of 4 sides when returned. There was an orange sponge covering the electrode needle and the distal end/probe wire. There was no damage noted in the construction of the device. However, the device was contaminated when returned. The manifold indicator was at 2.0ma setting upon return. The manifold turned between each setting (0.5ma, 1ma, 2ma). Electrically, setting 0.5ma shall be 0.5 ± 0.1ma and the actual reading was 0.5ma; setting 1.0ma shall be 1.0 ± 0.2ma and the actual reading was 1.0ma; setting 2.0ma shall be 2.0 ± 0.4ma and the actual reading was 2.0ma, all readings were in specification. Additionally, the led, at the proximal end of the device, illuminated a red light at each of the 3 settings as intended. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, nerve stim worked for the first 5 mins of case then stopped. New stim was opened to complete the procedure. There was no patient impact in this event.